Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 52-year-old female patient who had essure (ess205) inserted for female sterilisation. The patient had a medical history of endometrial polyp. As concurrent condition the report mentioned dysfunctional uterine bleeding. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2023, 5974 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (davinci hysterectomy with bilateral salpingo oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: the essure was then placed, the tube was cannulated, and the essure was fired. Once this was accomplished, there were two coils noted on right side and a representative photographers. A second essure coil was placed on left side and there were six to seven coils showing within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2007: findings: single ap radiograph of the pelvis was obtained during the procedure. Examination demonstrates total occlusion of the fallopian tubes bilaterally. Essure device is visualized in the left fallopian tube. The uterine cavity is essentially unremarkable. Impression: total occlusion of the fallopian tubes bilaterally consistent with successful essure procedure. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.